Event description:
High impedance, > 2000 ohms, was reported. It rose over a six-month period, from 700 ohms. The lead was explanted and returned; no patient complications were reported as a result of this event. 3500a received with information stating pt alert sounded for high ventricular lead impedance. The lead was explanted and replaced.